Event description:
Pt developed alcl, after breast augmentation in (B)(6) 2014. Pt presented with one month history of right breast swelling and rash. Fluid aspirated and found to be alcl.. Pt taken to operating room (B)(6) 2020 for definitive treatment and cure. FDA safety report ID# (B)(4).